Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump lost power without prior alarm. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed one ¿power on reset¿ event on (B)(4) 2013 at 05:09 associated with the clearing of an alarm. On examination, the pump was intact without damage. There was no evidence of moisture contamination inside the battery compartment. A battery cap was not returned with the pump for investigation. During the investigation, the pump powered on using a test battery cap that secured properly to the pump. The pump was exercised for 24 hours. No power loss or battery related warnings were duplicated. The electrical current draws were evaluated and found to be within specifications. The pump case was removed for investigation with no evidence of moisture contamination noted inside pump. The battery terminal contacts were evaluated revealed no evidence of intermittent contact. Investigation was unable to duplicate a power issue and the pump was found to be operating within the required specifications without malfunction.